Manufacturer narrative:
The device is expected to return for analysis. It has not yet been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 during mitraclip unpacking, the clip arms appeared very inverted. Upon further inspection, the lock line appeared loose. The device was set aside and not used. There was no patient involvement. Another device was used in replacement. No additional information was provided.

Manufacturer narrative:
The reported stretched (lock line) and no apparent adverse event (inverted clip during unpacking) were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and causes for the reported stretched (lock line) and no apparent adverse event (inverted clip during unpacking) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.